Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6) 2012. According to the complaint, during the procedure, the balloon would not inflate inside the patient. A hole was noticed on the tip of the balloon material when removed from the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of balloon hole. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device revealed no defects to the catheter of the device; however the balloon was found to be torn longitudinally. This failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6), 2012. According to the complaint, during the procedure, the balloon would not inflate inside the patient. A hole was noticed on the tip of the balloon material when removed from the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.